Manufacturer narrative:
Device evaluation summary: device evaluation battery pack has been completed. The battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was repaired, retested and restocked. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
A male pt contacted lifecor customer support to report that he was having problems with one of his battery packs. He stated that one of this battery packs was displaying the red light on the battery charger. The download revealed two recent "battery charger faults". Support sent the pt a replacement battery pack.